Manufacturer narrative:
An event regarding stem fracture involving an exeter device was reported. The event was confirmed. The device was not returned for evaluation, however a photo of the fractured device was received and it can be confirmed that the stem fractured at the neck. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The exact cause of this event could not be determined based on the information available. From the photos it was confirmed that the next of the stem fractured. Information provided indicates that the patient was an overweight male with a (B)(6) and that he had fallen in his home.

Event description:
Reported by sales rep: "patient, male, (B)(6), had a surgery in 2005, with an exeter stem. Two weeks ago the patient bend over for tie up his shoe laces. At this point the exeter stem fractured. The patient is active and is healthy."

Event description:
Reported by sales rep: "patient, male, (B)(6), had a surgery in 2005, with an exeter stem. Two weeks ago the patient bend over for tie up his shoe laces. At this point the exeter stem fractured. The patient is active and is healthy."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.